Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower doors one and two failed. A field service engineer checked in remote smart service (rss) and guided the customer through a recovery attempt, which initially succeeded but then failed again. Shut down the station and removed the latch column to clean. After completing maintenance, powered on the station and entered diagnostics mode to verify smooth door operation. The customer then tested the system and performed an inventory count to confirm all doors were functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had jammed and was not opening. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported due to this event.